Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h11 a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump could not have the power cord fully removed and the cord was stuck prior to use. No patient was involved.